Event description:
The complainant alleged that during a routine shift check the device would not discharge. The complainant indicated that there was no pt involvement in the reported malfunction.

Event description:
Complainant alleged that during cardiac surgery, the clinicians attempted to defibrillate the pt (age and gender unknown), but the internal paddles that were being used with the device failed to discharge. There was no indication from the complainant of any adverse effect on the pt as a result of the reported malfunction.